Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 600 mg/dl. The last infusion set change was on (B)(6) 2011. It was stated that on (B)(6) 2011 the customer's blood glucose was 89 mg/dl, and then the customer started throwing up around midnight. The customer was driving at time of call and troubleshooting was not performed. No further information was provided.